Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.8 cm abdominal aortic aneurysm. There was significant tortuosity below the renal arteries. It was reported that two stent rings were deployed and the physician confirmed that the device was in the correct position. It was noted that the device was pushed up rather strongly after crossing the tortuous lesion. The tip then became caught on the spindle. The physician pushed the device up and it released. The rest of the stent graft system was then deployed. The final angiogram showed delayed flow into the left renal artery. A second angiogram with increased magnification revealed that the stent graft had covered the renal artery by about one stent ring. An incision was made in the arm and 6 french sheath was inserted. Another manufacturer's guide catheter was inserted and cannulation of the renal artery was attempted but was not successful. Another attempt was made using a balloon, but again was not successful. The physician then tried to deliver a pull-through wire from the leg through the suprarenal stent in an attempt to fold the device. After additional attempts, the physician determined that nothing else could be done. The physician considered the risk of open surgery against the risk of covering the renal artery and decided to complete the procedure without performing open surgery. The physician stated that the cause of the event was due to patient anatomy. The physician also noted that the device probably moved up when it was released after being caught on the spindle. It was noted that the patient would not receive any further treatment. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of deployment difficulties leading to inaccurate delivery, which resulted in the unintentional occlusion of the renal artery could not be conclusively determined from the three still angio images provided. Additional films during the implant procedure that showed the deployment of the bifurcate were not provided. The sizing information and the images provided showed that the infrarenal aortic neck was highly angulated (~ 105 degree, r-l) and was conical in shape. It is possible that implanting the stent graft in a highly angulated and conical aortic neck may have contributed. Off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.